Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken. The cause of the event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported that after a car accident, the patient was not receiving effective therapy due to high impedances on the c7 lead. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.